Event description:
A report was received that the patient was explanted due to an infection. According to the physician the infection is due to a discharging sinus at the midline incision. The physician does not believe the infection is device related.

Manufacturer narrative:
Update to initial MDR field: additional information was received that the physician assessed that the patient's infection was procedure related. The patient was administered oral antibiotics and was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was explanted due to an infection. According to the physician the infection is due to a discharging sinus at the midline incision. The physician does not believe the infection is device related.

Event description:
A report was received that the patient was explanted due to an infection. According to the physician the infection is due to a discharging sinus at the midline incision. The physician does not believe the infection is device related.